Manufacturer narrative:
(B)(6). Field service specialist visited the account and found mechanical problem with galvo block. Galvo block was replaced. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that laser system stopped a bit after the procedure started. Procedure was not completed and patient will require photorefractive keratectomy. Pre-op va (visual acuity): 1.0 / 1.0; post-op va: 1.0 / 1.0.